Manufacturer narrative:
One photo and one sample of a 10 ml ll bns syringe were received by bd. A quality engineer was able to examine the sample and photo regarding item 301029. The photo shows one syringe in a plastic bag with some drops of what appears to be water/transparent solution. A black particle in the upper right corner of the barrel roof is partially visible. However, the defect cant be confirmed due to the photo's blurriness. One sample of a fully disassembled loose 10 ml syringe was evaluated, and no black particles were observed inside or outside the fluid path. The defect cannot be confirmed from either the photo or the sample. The condition observed complies with product specifications. The reported defect was manufactured at the (B)(4) plant, which no longer manufactures this product. Therefore, no corrective actions are required from the canaan manufacturing plant. A device history review could not be completed because the lot number and material number provided were manufactured in (B)(4) plant which no longer manufactures this product. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material # 301029 batch # 2217611. It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: "10 ml syringe in the tray is coming with black particles in it.". Verbatim: rcc received a complaint via email. Email(s) attached. 10 ml syringe in the tray is coming with black particles in it. 10 different packs affected so far. Product malfunction/failure mode - contamination. Item number - 301029. Lot number - 2217611.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.